Event description:
Additional information received reported that the health care professional office had a clinician programmer that had an old software aar card. When they checked the patient¿s device with that clinician programmer, it just completely wiped all the programs off the patient¿s battery as if the device had never been programmed. The manufacturing representative was able to look into the clinic¿s records and get the settings for the patient¿s old programs. The device was programmed accordingly and a new software card was ordered for the clinic as well. A week after that appointment, the patient was seen by a manufacturing representative who did additional programming. Since then, the patient had been receiving effective therapy and no further issues had been reported. It was noted that the clinic¿s clinician programmer was working fine as well.

Manufacturer narrative:
Concomitant products: product ID 97754, serial# (B)(4), product type recharger; product ID 97740, serial# (B)(4), product type programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported that the patient had an appointment with a health care professional one week prior to the report. The health care professional used the clinician programmer on the patient and thought the patient had a pain pump. After the health care professional was done that day, the manufacturing representative used a clinician programmer on the patient and noticed that all the programs had been wiped/cleaned out. The manufacturing representative then installed one program for the patient and noted that it should work, even though the patient requested more than one. It was noted that the patient was only given the amplitude option. It was noted that the patient¿s battery was interrogated with a clinician programmer with an old card belonging to the clinic prior to meeting with the patient. The patient¿s battery was reprogrammed and she was getting excellent coverage at the time of programming. The reporter stated that the device worked but the program did not provide the pain relief that the previous programming did. It was noted that the patient had a 10 second delay programmed before and that was gone too. It was noted that they suggested the patient try the new program for a month. The patient had been trying the program since one week prior to the report. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.